Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive debug testing and final testing without duplicating any malfunction to the device. Review of the log did show evidence of the customer report but does not indicate a device malfunction. The log showed toggling of "pads on" and "pads off" indicating poor coupling. The device was charged to 200j and a shock was delivered at an energy of 333.0j with a patient impedance of 202 ohms which appears to be high consistent with poor coupling. The x-series operates on a patient impedance of (10-300 ohms) as a valid patient impedance range. The pads on and pads off message was a clear indication of poor coupling. This poor coupling can be caused by various factors including but not limited to electrode placement, poor patient preparation, or just poor contact between the pad and patient. It is possible that due to poor coupling, the user heard popping sounds during shock. The device detected and shocked with internal handles at 16:59:47 delivering 50j, with a patient impedance of 40 ohms which appears normal. The investigation is closed as poor coupling. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 75-year-old male patient, a loud popping noise was heard. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed. D4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.